Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient had an infection at the ipg site. The patient underwent surgical intervention wherein the entire scs system was explanted. The patient was treated with antibiotics and the infection has reportedly resolved.